Event description:
The mixer would not turn. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Additional information:additional information received from the medical doctor indicates that this event is not likely to cause an injury to any patient if it were to recur. This event is therefore not reportable under MDR. Summary of evaluation:evaluation results indicate that this event was attributed to incorrect technique by the user.